Manufacturer narrative:
Continuation of d10: product ID pa9101, lot# serial# unknown, product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they only have 3 catheters left and they did notice a difference the first two days and then since saturday they've had to catheterize to go to the bathroom and they've been to the bathroom on their own once today. Redirected to healthcare provider (hcp) to further address the issue. Patient disconnected the call. On 2026-jan-12, additional information was received from the patient. The patient reported that they had great improvement only the first day after implant but after that they have been catheterizing themselves everyday. Patient decided to increase it while on the call to a comfortable level. Patient was redirected to their hcp. Patient will see their hcp on (B)(6).